Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The dialyzer had a crack. The patient¿s estimated blood loss (ebl) was approximately 300 ccs. The patient was prescribed antibiotics because the blood leak was external and the patient had an allergic reaction to the antibiotics, they then administered IV benadryl and saline without any issues. There was no patient injury or medical intervention required as a result of this event. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrections: h2, h10 plant investigation: the reported complaint was confirmed with provided photos. A photograph was provided. Blood is visible in the threads of the header cap and blood was noted outside of the dialyzer on the floor. There was no visible damage that may have contributed to the blood leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The provided photograph/video indicates that an external header leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The dialyzer had a crack. The patient¿s estimated blood loss (ebl) was approximately 300 ccs. The patient was prescribed antibiotics because the blood leak was external and the patient had an allergic reaction to the antibiotics, they then administered IV benadryl and saline without any issues. There was no patient injury or medical intervention required as a result of this event. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photograph was provided. Blood is visible in the threads of the header cap and blood was noted outside of the dialyzer on the floor. There was no visible damage that may have contributed to the blood leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The dialyzer had a crack. The patient¿s estimated blood loss (ebl) was approximately 300 ccs. The patient was prescribed antibiotics because the blood leak was external and the patient had an allergic reaction to the antibiotics, they then administered IV benadryl and saline without any issues. There was no patient injury or medical intervention required as a result of this event. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.